Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported "improper shutdown while infusing." Which was confirmed through a review of the event history log through a battery low! Message while giving an infusion. This was followed by low batt help entered, then pump on - pwr stat: batt, improper shutdown, ac plugged in. This evidence shows the battery on the unit depleted while giving an infusion causing the unit to power down. Upon starting the unit up an improper shutdown message was viewed as a result of the depleted battery. Evaluation was unable to reproduce or observe the reported symptom. No component could be identified for causality.

Event description:
It was reported that a spectrum pump displayed "improper shutdown while infusing", during therapy (medication, programmed amount and delivery rate unknown). The customer also stated that the device was swapped out and that there was no patient injury.